Event description:
It was reported that the bd maxguard¿ extension set tubing was blocked during use. The following information was provided by the initial reporter: "tubing blocked".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 15-mar-2023. H6: investigation summary one used sample model me2020, lot 22109119 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was connected to a 10 ml bd syringe filled with water. The set was unable to be primed. Visual inspection under a microscope revealed signs of excess solvent near the female luer. A quality notification was sent to the manufacturer. From the manufacturers investigation, the use of an incorrect pin is accepted as the root cause. As a preventive action, the quality sampling for the occlusion test was increased, in a period from april 11 to june 30, 2023. As a corrective action, the use of pin 1.4 in medica 9 will be ensured, in the me2020 model, according to procedure. A device history record review for model me2020 lot number 22109119 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd maxguard¿ extension set tubing was blocked during use. The following information was provided by the initial reporter: "tubing blocked"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.